Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was incorrect electrode insertion during implantation surgery. The recipient was not reimplanted. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2020, the recipient underwent repositioning surgery, however, due to fibrosis, full insertion could not be achieved. The recipient's device was explanted.